Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was back on daily injections. Customer had a hospitalization due to an incorrect amount of insulin delivery.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08705 inches. All bolus programmed during testing were properly delivered and recorded at the pump history screens. Device was monitored and no unexpected delivery of bolus was noted. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker.